Event description:
Drive devilbiss healthcare is the initial importer of the device which is a knee walker. Drive does not expect to receive the product for evaluation. End-user is 6"5" and has just undergone surgery for a ruptured achilles tendon. He has had two (2) serious falls using the device. He had hit rocks in the road or joints in the concrete and has gone over the handle bars with the momentum of movement. The second fall caused lacerations. His wife picked up the unit. Instructions for use caution against traversing cracks in the road and loose gravel. Maximum height of the handle bar is 3 feet.